Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, the proglide knot was tightened but hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression and a femostop device. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.